Event description:
Father reported that his daughter has been having unexplained high blood glucose levels. Father stated that in changing out the reservoir he noticed that insulin leaked out of the back of the reservoir and he saw and smelled insulin in the reservoir compartment.

Manufacturer narrative:
Currently it is unk whether or not the reservoir may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.